Event description:
It was reported that a pump declared an altitude alarm 21. The customer experienced a blood glucose level between 450-550 mg/dl and required assistance, resulting in a visit to the emergency room. The customer administered a correction injection via multiple daily injections, and technical support decided to replace the pump. There was no injury reported.